Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that the customer had a compromised force sensor system on the insulin pump. Customer's blood glucose level was 320 mg/dl. Customer stated that she was going to treat her blood glucose level with a manual injection. Customer was advised to remain disconnected from the pump. Customer was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. No additional information provided.